Event description:
It was reported that this event occurred in the ICU. The user reported that there was a "measuring deviation with the catheter"; they had difficulty measuring the arterial blood pressure. As a result, a new catheter was placed in the pt's right radial artery, to successfully complete the procedure. The user alleged that there were several occurrences of the same issue; however, there was no info available to support the number of occurrences. There was a delay reported, however, there was no harm to the pt. There were no complications, death or injury reported as a result of this occurrence.

Manufacturer narrative:
Complaint no. (B)(4).